Event description:
During a lead revision procedure, the surgeon decided to replace the patient's lead communication with the implant could not be reestablished. The surgeon decided to replace the patient's system with a new advanced bionics spinal cord stimulator.

Manufacturer narrative:
The patient's original lead and lead extensions were discarded by the medical facility and will not be returned for evaluation.